Event description:
The customer received blood glucose readings of 280 and 340 mg/dl from his breeze2 meter and a reading of 105 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer did not have any test strips left, so no product will be returned.